Manufacturer narrative:
This incident has been submitted under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that the device had a broken hose. No harm or delay were reported along with this event.